Manufacturer narrative:
Product analysis: the ibt has cuts in the tip near the distal bond and the ibt is leaking from the distal bond. Since the cuts are in similar location it appears this could be the result of highly sclerotic bone. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with l4 spinal lesion and underwent kyphoplasty at l4. Intra-op, the balloon ruptured when inserted into the cannula and inflated. After the rupture of balloon, it was deflated and removed. The procedure was continued without any problem.